Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05446. On (B)(6) 2015, the patient underwent a trial procedure. The patient began to experience pain in her left foot after the leads were placed. The procedure was aborted after being extended by an hour and a half. The foot pain remained present following the procedure. Following the procedure, the patient also experienced sensitivity in her left foot. In turn, the patient was given pain medication to address her issue(s).